Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 11 injections were performed with a balloon catheter 2af284 with lot number 49772 without any issues or system notices on the date of the event. Clinical issues (cardiac tamponade and hypotension) were encountered during the procedure. The mapping catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient's blood pressure decreased and it was confirmed that a cardiac tamponade occurred. A drainage was then performed, and the patient's condition recovered, and the cardiac tamponade resolved. The case was completed with cryo. No further patient complications have been reported as a result of this event.